Manufacturer narrative:
The retained samples have been inspected visually and tested electrically. Mechanical test were performed on 2 retained samples. All samples were found to perform within limits. No faults could be detected. As no further info has been provided to us despite repeated requests, it remains unclear whether the defibrillation electrode set or other influences have been responsible for the incident. We will continue to ask for further info. We will relay any further info and conclusions in a f/u report.

Event description:
On (B)(6), we have been informed by (B)(6) about and incident with a defibrillator electrode set at (B)(6) hospital. The defibrillation electrode set (skintact df27n) was connected with a philips defibrillator (model unk). The initial report disclosed the following info: "(...) Three times they used the pads (df-27) with their philips machine in the ICU dept when they noticed that the pads caused burn to the pt. The customer told also that it smells like burning the pads itself (...)." No further info on the pt, the procedure, the defibrillator model, the skin preparation, and the injury have been disclosed so far.